Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer reported that the device failed twice in the ¿battle building.¿ the customer provided additional information stating that there was wasted fluids and medications (unspecified) that come in contact with the patient and the bedding/sheets alluding to leakage of the device, but with minimal impact. The customer confirmed that there was no hazardous medication spill. There was patient involvement and a delay in therapy, but harm was not reported as a consequence of this event.